Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details: stryker .5mm cannulated drill bit.

Event description:
The 2.0x150mm guide wire came out of the bone with the 3.5mm cannulated drill bit during the drilling process.

Manufacturer narrative:
(B)(4) a review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The 2.0x150mm guide wire came out of the bone with the 3.5mm cannulated drill bit during the drilling process.